Event description:
On (B)(6) 2011, it was reported that a pt had an event during a refill. The pt felt pressure then a pop and then another pop. An overdose was reported with symptoms of sedation, respiratory depression, and apnea. It was reported that the membrane of the pump may be leaking and that the reporter has seen 1 - 2 drops leak out of pumps from "previous needle sticks to the septum." The reporter withdrew drug from pump just fine and aspirated 2 ml. Hcp checked reservoir and the pump only had 12 mls. Hcp stated that pocket had 15 ml of drug. Hcp aspirated both pocket and reservoir and could not account for 2 ml which he believed the pt received. Pt was then supported for 90 min and was on a respirator for one hour. After the 90 min, the pt was reported to be fine and was kept overnight. Add'l info will be reported if it becomes available.

Manufacturer narrative:
(B)(4).